Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced being tired, exhausted, short of breath, edema, congestive heart failure and persistent atrial arrhythmia. Pacemaker syndrome was also noted. The implantable pulse generator (ipg) was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) left bundle branch lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been re ported as a result of this event.